Event description:
It has been reported to philips that the system gave geometry errors. The system was in clinical use at the time of the reported event and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary procedure was performed when the issue happened, and procedure was delayed, and it complete properly. A philips field service engineer (fse) examined the system onsite and confirmed the geometry errors. After reviewing the log file fse found that there is a malfunctioning on frontal ip-pc. Upon troubleshooting fse found that, system lost power to the geometry and had limited movement for the geometry. The cause of the geo pc failure could determine by the supplier's part analysis, it failed due to no power and hdd unplugged. To resolve the issue fse replaced scc, scc1, and the geo pc and loaded software. After replaced scc, scc1, and the geo pc and loaded software, the system returned to use in good working order. The codes were updated based on the investigation outcome.